Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The coil can be seen from the outside. Due to the condition of the skin, doctors have considered removing the implant and replacing it with a percutaneous implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection an d extrusion at the coil area. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The coil can be seen from the outside. Due to the condition of the skin, doctors have considered removing the implant and replacing it with a percutaneous implant. The user has been explanted. The wound caused by the coil was visible.